Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient woke up with a horrific pain and could not walk on one leg and it turns out the stimulator aggravated their sciatic nerve which they had issue with.  Patient was put on muscle relaters for 3 months and the device was finally removed in 2012. They stated that even though they took out the device, they have frequent issues with the sciatic nerve.  No further complications were reported/anticipated at this time.